Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, multiple types of organ failure and dysfunction, and pericardial fluid collection. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient experienced post-operative cardiac tamponade with multiple re-entries in the chest that ultimately succumbed to multisystem organ failure (msof). Per request from the patient's family, the pump was deactivated and the patient passed away. It was unknown if an autopsy was performed. The device was not explanted. The device operated as intended and the patient outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.